Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 18565744. Product family: scs-ipg-r upn: (B)(4). Model: sc-1132 serial: (B)(4). Batch: 19093675.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.